Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2020-00049.

Event description:
This is 1 of 2 reports. It was reported that the c4606s cusa excel 36khz precisiontip and c2602 cusa excel 36khz straight handpiece broke during surgery on (B)(6) 2020. Normally the tip is installed by the biotechnician. In the operating room (or), they tried to put a new tip on; because of that they probably broke the handpiece. The product was in contact with the patient but there was no patient injury. The event lead to a thirty (30) minute increase in surgery time. Additional information received on 27mar2020 indicating that they retrieved the large part of the tip but not the small tip that broke off. The sales representative asked where was the small tip but got no clear answer. They said that it fell in the sterile field. They finished the surgery using a second handpiece with a new tip already installed by the biotechnician. There was no other patient consequence reported.

Event description:
N/a.

Manufacturer narrative:
UDI number: (B)(4). Device history record (DHR): DHR review was not possible because the lot number was not provided. Failure analysis: failure analysis for the cusa excel 36khz precision tip, was completed using the returned photographs of the complaint product. The investigation showed that a small part (~1/4" to 1/2") of the cusa excel 36khz precision tip had broken off at an angle. This is consistent with the product coming into contact with a hard object, such as metal or bone. Root cause analysis: the complaint is confirmed, as the cusa tip broke off during use due to user error in allowing the vibrating cusa tip to come into contact with a hard object, such as metal or bone. Based upon the results of investigation, no further action is recommended at this time.